Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) physio-control evaluated the device and verified the reported issue. The device could not be powered on. The device was out of warranty and the customer declined further evaluation of the device. They requested to have the device returned to them without further evaluation. A cause of the reported issue could therefore not be determined.

Event description:
The customer contacted physio-control to return their device for evaluation. During device evaluation, physio-control observed that the device showed ok in the readiness display. The device could however not be powered on. It was observed that the retaining clip of the on/off button was missing. There was no patient use associated with the reported event.